Manufacturer narrative:
Lot number - 17j045, 18g016, 18h002, 18h019, 18h035, 18h042, 18j009, 18j037, 18k001, 18k020, 19a015, 19c003. Twenty-six (26) single-use devices were received for evaluation. For twelve of the devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. For seven of the devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the devices. During fill, a leak/backflow was observed from the fillport of the seven devices due to a glass fragment lodged under the checkband. The reported condition was verified. The most likely cause of glass fragments becoming lodged under the checkband is user filling technique. Glass ampules used for filling the device without a filter can result in this type of event. For one device, only the device¿s housing was returned for evaluation. Due to the return of the partial device, no functional testing could be performed. The reported condition was not verified. For one (1) device, a clear luer cap was attached to the sample's distal luer. The clear cap is not a baxter product. Baxter's blue winged luer cap was not returned to the irvine plant. A functional leak test was performed by filling the bladder with green colored water to the nominal volume. After fill, the sample was allowed to prime by removing the clear cap. After the sample has been primed, the clear cap was placed back onto the distal luer. To ensure the clear cap is securely tightened, the cap was hand tightened by manually twisting the cap until the cap cannot be twisted further. Thereafter, the sample was being monitored until the next day. The next day, no signs of leak were observed. Baxter's blue winged luer cap was also leak tested on the infusor sample and no evidence of leak was observed. Based on the analysis finding, the infusor sample was determined to be conforming product because no evidence of leak was found during the functional leak test. For one (1) device, the sample was returned to the completely disassembled. The customer had used a needle and punctured the device bladder. Therefore, the device bladder could not be filled with colored water for a functional leak test. Based on the condition received from the returned device, a functional leak test could not be performed to objectively confirm the reported leak problem. The cause of the reported problem could not be determined. For one (1) device, a visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During fill, a leak was noted at the solvent-bonded junction of the tubing and stressmember near the fillport. The reported condition was verified. The cause of the condition was determined to be an assembly error during manufacturing. For three (3) devices, the sample was returned to the plant containing no fluid in the bladder because the tubing had been cut to drain the fluid out. Upon sample receipt, the blue winged luer cap was observed to be securely tightened on the luer. The tubing line was subsequently reconnected then a leak test was performed on the sample by filling the bladder with water. After fill, the blue cap was removed to allow the device to prime. After the device primed, the blue winged luer cap was placed back onto the luer by securely tightening the cap then the sample was monitored until the next day. The next day, no evidence of leak was observed at the blue winged luer. The sample was found to be conforming product. Fifteen (15) photographs were also received for evaluation. For eight of the photographs, visual inspection of the photographs revealed that the devices had leaked. The location of the leaks could not be determined from the photograph. The reported condition was verified. The cause of the condition was not determined. For six of the photographs, visual inspection of the photographs did not reveal any evidence of a leak. The reported condition was not verified. For one photograph, visual inspection of the photograph revealed that the device had leaked from the blue winged luer cap. The reported condition was verified. The cause of the condition was not determined. One (1) video sample was also received for evaluation. Visual inspection of the video revealed a leak inside the bag that contained the device. The location of the leak could not be determined from the video. The reported condition was verified. The cause of the condition was not determined. One (1) video sample was also received for evaluation. Visual inspection of the video revealed a leak/backflow at the fillport. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted for lots 17j045, 18g016, 18h002, 18h019, 18h035, 18h042, 18j009, 18j037, 18k001, 18k020, 19a015, 19c003, and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 62 </noe> malfunction events. It was reported that sixty two (62) large volume infusors leaked. Thirty-two devices leaked from the fillport, nineteen devices leaked from the blue winged luer cap, three devices leaked from the luer lock even with the blue winged cap closed, three devices leaked from a cracked luer lock, and five devices leaked from an unspecified location. All events were observed prior to patient use. There was no patient involvement. No additional information is available.